Event description:
During a routine follow-up, saluda personnel was notified by a patient¿s spouse that the patient died. The cause of death was confirmed to be cancer and not related to the patient¿s evoke spinal cord stimulation (scs) system. The date of death was not provided. Saluda was not able to obtain further information.

Manufacturer narrative:
B2. Date of death - date of death was not able to be obtained. Aware date was used. The patient passed away due to a pre-existing condition. The saluda devices were unavailable for return and analysis. There was no allegation of device deficiency prior to the patient's passing.